Manufacturer narrative:
A4 patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a sudden drop in flow with increasing pulsatility index (pi). Low flow alarms occurred with beeping and flashing of the red heart symbol. The patient passed away on (B)(6) 2024. The cause of death was unknown. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. A specific cause for the reported events and patient outcome could not be conclusively determined through this evaluation. Furthermore, review of the submitted log files and the log files retrieved from the returned device confirmed the reported low flow events; however, a specific cause for the low flow events could not be conclusively determined. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was returned connected to the pump cable. Approximately 3.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. An outflow graft clip was also returned attached to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log file contained relevant events on (B)(6)2024 from 18:49:49 ¿ 19:35:04, per the timestamps. The majority of the file consisted of low flow events associated with sustained low flow alarms. A specific cause for the low flow events could not be conclusively determined. Toward the end of the file, the system was disconnected from external power followed by the disconnection of the driveline resulting in a pump stop. The controller was then shut down. These events appear consistent with the reported event of the patient¿s expiration. No other notable events or alarms regarding pump function were captured, and the system appeared to be operating as intended prior to the disconnection of the driveline. The left ventricular assist device (lvad) event log file retrieved from the returned device captured low flow events on (B)(6)2024, consistent with the events observed in the submitted controller event log file. No other notable events were observed in the lvad log files, and the pump appeared to be operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 of the IFU (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting", provide additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". These sections also outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Finally, section 8 of the IFU "equipment storage and care" (under "cleaning the driveline") explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. No further information was provided. The manufacturer is closing the file on this event.